Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during a primary hip procedure, the doctor was pre-drilling for hip screw placement, and the drill bit broke in half. There was no reported delay in surgery and surgery was completed with another drill bit.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The risk management files were reviewed and no new risks were identified. The device was used for treatment. Surgical notes were not provided a definite root cause cannot be determined.